Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with an undetermined service code; this condition had the potential to interrupt delivery. This condition was found in the emergency room. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with an undetermined service code was not confirmed and not duplicated by baxter personnel. The root cause of this condition was not determined and no repairs were made for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with an undetermined service code was confirmed during product evaluation. The root cause of the reported problem was determined to be a defective safety clamp. Appropriate action was taken to correct the reported problem by replacing the safety clamp.